Manufacturer narrative:
Device evaluation the accuview graph from the study was returned for evaluation. The total time of the study was 18:09 as opposed to the recommended study time of 48 or 96 hours. The ph readings were found to be at normal values throughout the study. At (time), the recording stopped. Because information sent from the customer includes only accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before begging of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged. Capsule detached early investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the patient reported that a ph value of 8.9 was displayed on the recorder. The patient also stated that when she went to sleep, the blue led was illuminated but upon awakening it was red. The patient mentioned the symptom buttons were displayed and they were still able to select them. The patient returned the recorder and diary. The study was uploaded and it was noticed that the capsule detached early from the patient¿s esophagus. A repeat procedure will be necessary due to the alleged device malfunction. No known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.